Event description:
The customer reported the system displayed a filament regulator error code message. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cables at x-ray tube were calibrated and cleaned. The system was then found to be operating as intended.